Event description:
It was reported that the patient was experiencing skin irritation from the 63b electrodes. The patient has been using the 63b electrodes for several months and said that the new batch was causing skin irritation. The patient has been using hydrocortisone cream on the skin irritation. The patient contacted the doctor's office and was advised to stop wearing the unit until the skin is completely healed. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was not returned to zimmer biomet for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections have been updated: b4: date of this report added. G4: date received by manufacturer added. G7: type of report. H2: follow up type. H3: device evaluated by manufacturer updated to no. H6: method code updated to 4114: device not returned . H6: results code updated to 3221: no findings available. H6: conclusions code updated to 4315: cause not established. H10: additional narratives/data.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Medical product: spinalpak assembly: catalog #1067716, serial #(B)(4). Therapy date: unknown. The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was experiencing skin irritation from the 63b electrodes. The patient has been using the 63b electrodes for several months and said that the new batch was causing skin irritation. The patient has been using hydrocortisone cream on the skin irritation. The patient contacted the doctor's office and was advised to stop wearing the unit until the skin is completely healed. No additional patient consequences were reported.